Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends and kinks were present along the length of the pusher assembly. The introducer sheath was loaded onto the pusher assembly backwards. The proximal constraint sphere was within the pusher assembly distal detachment tip (ddt). The stretch resistant (sr ) wire within the embolization coil was fractured. Offset coil winds were present throughout the embolization coil. Conclusions: evaluation of the returned podj revealed the proximal constraint sphere was in the ddt and the sr wire was fractured. If the embolization coil was forcefully retracted against resistance, the sr wire may fracture causing the coil implant to detach. The non-penumbra microcatheter was not returned for evaluation; therefore, the root cause of the reported resistance could not be determined. Further evaluation revealed pusher assembly kinks and the introducer sheath was loaded backwards. These findings were likely incidental to the reported complaint and may have occurred post-procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podjs). During the procedure, the physician successfully placed several coils and a podj into the target vessel using a non-penumbra microcatheter. The physician then attempted to advance the second podj, but felt resistance while advancing into the target vessel. It was reported that only one third of the podj was able to enter into the target vessel. The physician then decided to retract the podj and re-advance it; however, the podj began to "unwind" within the microcatheter. The podj was then removed from the microcatheter and placed in a decontamination solution where it became fully detached from its pusher assembly. The procedure was then completed using a ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.